Event description:
Doctor reported that patient neglected oral hygiene shortly after placing the implants, causing infection. Abscess was reported as a result of the event on 2 of the tooth sites. Implants had to be removed due to infection.

Manufacturer narrative:
Zimmer biomet complaint number (B)(4). Patient identifier (in confidence) unknown / not provided. Age at time of the event unknown / not provided. Gender unknown / not provided. Weight unknown / not provided. Premarket identification k011028 and k013227. Device manufacturer date unknown / not provided. A summary investigation has been completed for infection events identifying that a definitive root cause cannot be identified due to the wide range of external (non-design/ non-manufacturing related) factors potentially impacting the sterility of the implant and its environment. Should additional information be received which indicates that the device may have caused or contributed to the infection event, an additional report will be submitted.